Event description:
It was reported via repair work order that the bed was stuck in the mid height position due to malfunction cpu board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.